Event description:
Reportedly, on (B)(6) 2011, the pt underwent a cardioversion shock. Afterwards, absence of sensing was observed but packing spikes were delivered. Then, on (B)(6) 2011, the physician set unipolar configuration, that seemed to solve this unexpected sensing. Returning to the bipolar configuration, normal device behavior was observed. The physician requested an explanation.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Method - the programmer files were reviewed. Please refer to the analysis report (B)(4) for complete details. Conclusion: the observed behavior was due to high level of interferences generated by cardioversion. Nevertheless, the potential consequences (as observed in this case) of the shock should remain temporary.